Event description:
Additional information received reported that defibrillation threshold (dft) testing was performed. Testing was successful, and resulted in shock impedance measurements of greater than 125 ohms. The patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It had been a gradual increase over the prior year. The pacing impedance measurements were stable and no noise was noted. Continued monitoring was noted. No adverse patient effects were reported. The lead remains in service.